Manufacturer narrative:
Additional information: b1- adverse event. B2- requires intervention to prevent permanent impairment/damage. B5- the reporter indicated that the surgeon implanted a 13.7mm vticmo 13.7 implantable collamer lens of -14.00/2.5/084 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2019. The surgeon notes excessive vault and significant reduction of ica. On (B)(6) 2019 the lens was exchanged for a different model and shorter length lens and the problem was resolved. D6b- explant date (B)(6) 2019. H6-clinical code 4581: significant reduction of irido-corneal angles. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -18.00/+5.5/087 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2019. The lens was explanted on (B)(6) 2020 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was unknown.